Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. Reportedly, the pump reached up to 108 degrees and was charging during the reported events. Customer¿s blood glucose level ranged from 230-250 mg/dl. The customer continued to use the pump for insulin therapy.